Event description:
It was reported there was a power-on-reset (por) condition. It was reported there was a loss of stimulation 3 weeks prior and the clinician programmer was showing a por the day of report. The reporter interrogated the implantable neurostimulator (ins) and then later tried to reinterrogate the ins with a clinician programmer but there was no telemetry from the ins. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the error code that accompanied the por was unknown. It was noted that the battery was depleted and needed to be replaced. It was noted that the patient outcome at the time of report was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional follow up information received from the healthcare professional (hcp) reported that the cause of the event was normal dep letion (end of life) of the implantable neurostimulator (ins). The ins was explanted and replaced with a new device on (B)(6), 2013. Hospitalization was not required for the event. The patient outcome was reported as no injury.

Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot # j0349101v, implanted: (B)(6) 2003, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3487a-45, lot # j0349101v, implanted: (B)(6) 2003, product type lead; product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 8840, serial # unknown, product type programmer, physician . (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).